Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused allergies, headaches and lung problems. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused allergies, headaches and lung problems. The patient did not report to receive medical intervention. The device was returned to the manufacturer's product investigation laboratory for further investigation. The device was evaluated. During investigation, black dust-like contamination (inconsistent with degraded sound abatement foam) on ui panel. Dust-like contamination on top of the blower box, the blower motor, and the blower motor seal. Potential mineral deposit spots on the bottom of the blower motor and blower box, indicating potential water ingress. Slight black contamination, consistent with keratin, at the air outlet of the blower box. Dust-like contamination on the air inlet of the blower box. The device's downloaded logs were reviewed by the manufacturer. There was one error found. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. There was no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device. The manufacturer concludes that the investigation at product investigation laboratory observed dust/dirt contamination in the airpath, likely from a source external to the device but did not observe evidence of sound abatement foam degradation/breakdown. Given the investigation results above, it has been determined that there is no relationship between the reported symptoms of allergies and the quality issue this time. Section d8, d9, h3, and h6 updated in this report.